Event description:
The console went into weaning mode by itself. The situation was immediately corrected and there was no impact to the patient. The console was examined by co field service and no problems were found. It appears to have been user error.